Manufacturer narrative:
Additional information on 08 september 2016 and includes: the surgeon revised the stem, head and liner. The cup was left in place. No infection was confirmed. The surgery was completed successfully. Batch reviews performed on 03 october 2016. Lot 153992: (B)(4) items manufactured and released on 07 october 2015. Expiration date: 2020-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size s -3.5, code 01.25.011, lot. 151902 (k072857). (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 52/28, code 01.26.2852mhc, lot. 152101 (k092265). (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The revision has been scheduled. After the revision, the infection was not confirmed.